Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a foreign matter was found on the wire tip. A 190cm straight-tip samurai guide wire was selected for use. However, the physician found that the wire turned "soft" easily compared to other wires. A second 190cm straight-tip samurai guide wire was then opened; however, the physician found some foreign material on the wire tip. Thus a third wire was used and completed the procedure successfully. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. Examination of the returned product revealed that no abnormalities were observed regarding appearance. The complaint event was not confirmed via returned device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that a foreign matter was found on the wire tip. A 190cm straight-tip samurai guide wire was selected for use. However, the physician found that the wire turned "soft" easily compared to other wires. A second 190cm straight-tip samurai guide wire was then opened; however, the physician found some foreign material on the wire tip. Thus a third wire was used and completed the procedure successfully. No patient complications were reported and the patient's status was stable.